Event description:
The dealer states the device is producing low purity. Independent repair center: customer alleged low o2/yellow light and the key failure is the rex roth valve is not switching fully. Associated malfunction for this device: pilot valve leaking.